Event description:
It was reported that balloon rupture occurred. The target lesion was located in a hemodialysis fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion had less than moderate stenosis, was moderately tortuous but non-calcified with a significant bend of 60 degrees.

Manufacturer narrative:
B5 - describe event or problem updated. Device evaluated by MFR.: a mustang 7 x 4, 20 atm, 75 cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 19mm in length and extended from a position 11mm proximal of the distal markerband to 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a hemodialysis fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.